Event description:
A malfunction was reported by the caller, indicating an issue with their tandem pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, which resolved the issue without recurrence; however, the caller was sent a replacement pump with updated software for satisfaction. Training will be available, and the caller was instructed on storage and return procedures.